Manufacturer narrative:
The product was not returned for analysis. Only photo and video were returned. The reported complaint was observed on the returned photo and video. Photo review returned photos show an iol, the iol is not fully presented. There appear to be marks on the optic. Received video shows iol implantation. The cartridge was brought into view and the tip was inserted into the incision. The haptics appeared to be tucked in the optic fold. As the iol was advanced into the eye and unfolds it is manipulated into position with a surgical tool. What appears to be an s shaped foreign material or mark is observed on the optic. Unsuccessful attempts are made to remove the foreign material or mark with a metal surgical tool. Based on our observation of the attached video and photo, there appears to be foreign material or mark on the iol optic. No determination can be made from the video as to whether the foreign material or mark is damage or foreign material. The origin of the observed foreign material or mark cannot be confirmed based on the returned video and photo alone and without evaluating the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. Returned photos show an iol, the iol is not fully presented. There appear to be marks on the optic. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that foreign material or scratch was found on the intraocular lens (iol) surface after iol insertion. After insertion of the iol, there was an s shaped foreign material, which surgeon tried to remove by irrigation aspiration but could not do. It was confirmed that the finding like a scratch was also observed on the front side of the iol. There was no patient harm. Additional information has been requested.